Event description:
Smiths medical received information from a customer that they tested a fluid warming bag in one of their fluid warming machines and found that it took 44 seconds for the first half of the bag to infuse and 1 min 28 seconds for the second half. Customer stated they read an article which indicated that level 1 fast flow fluid warmers may not infuse as rapidly after the first half of the bag. No patient involved, occurred during test.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06928. The report was submitted in error.